Event description:
Had essure implanted on (B)(6) 2014. In 2018 started having irregular periods and pelvic pain. On (B)(6) 2019 very heavy bleeding. Ultrasound (B)(6) 2020 and hsg (B)(6) 2020 diagnostic tests revealed that the implants have migrated and are no longer in the correct position. Surgical removal will be needed. After the ultrasound md suspected the essure implants were in the wrong position, ordered hysterosalpingogram. Hsg on (B)(6) 2020 confirmed the implants had migrated. Essure surgical removal. FDA safety report ID # (B)(4).